Event description:
It was reported a critical alarm was heard and confirmed by telemetry. The alarm was due to zero ml reservoir volume reached. The low reservoir occurred on (B)(6) 2013 and the empty reservoir occurred on (B)(6) 2013. There was an update previously programmed by the managing hcp which was to increase the programmed infusion by 17%. The low reservoir alarm date was supposed to be (B)(6) 2013, but the logs show that it occurred on (B)(6) 2013. The patient did not experience any symptoms. The patient was taking oral baclofen and an anti spastic medication, zanaflex. The pump was delivering gabalon 500 mcg/ml; 77.97 mcg/day. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).